Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose was 6.4 mmol/l. The customer stated that they had hyperglycemia and they treated it with insulin pump. There was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Insulin pump properly tested with displacement test and self test. No button error alarm noted upon testing.